Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2010, the plaintiff was implanted with an ams miniarc sling. It was alleged by the plaintiff's attorney that the pt "has suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, and/or economic damages as a result of the implantation."